Manufacturer narrative:
An investigation into the reported event has been initiated under cmp (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the pulsavac could not be used, it looked like the battery exploded. There is no patient impact or delay reported. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.

Event description:
There was no additional info associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. Due to the damage from the expulsion, it could not be determined if there was damage present to the pack before the expulsion. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.